Event description:
Additional information was received on (B)(6) 2017 and it was reported that pump replacement was planned as soon as insurance authorization was received. The cause for the premature eri (elective replacement indicator), no audible alarm, and the 8 minute motor stall in (B)(6) 2017 was unknown. The patient¿s emi (electromagnetic interference) exposures included the use of a tens unit on the patient¿s left low back and electrocautery during the hernia surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 13-apr-2017 and it was reported that the pump logs examined on (B)(6) 2016 indicated a normal estimated eri (elective replacement indicator) of 44 months. Office notes from (B)(6) 2016 indicated that the patient mentioned the use of a tens unit for left low back pain. The pump was in the patient¿s upper quadrant. There was no mention of a tens unit in her previous visit note from (B)(6) 2016. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider and the manufacturer's representative on (B)(6) 2017. It was reported the patient had no signs/symptoms of withdrawal or increased pain at any time prior to pump replacement. The patient did not report any issues with her pump, and she was unaware of any problems until the physician informed her that she had passed her end of service (eos) date, which occurred prematurely. It was indicated the patient was very happy with their pain control.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving hydromorphone (15 mg/ml at 2.798 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the patient was being seen for a routine pump refill today and the pump logs indicated that eri (elective replacement indicator) occurred on (B)(6) 2017 with a schedule to replace pump by date of (B)(6) 2017. There was no eos (end of service) alarm/terminal event in the logs and no audible alarms. The alarm was confirmed via telemetry. The pump appeared to be infusing fine. The patient had no symptoms. It was confirmed that the date on the programmer was correct. It was noted that there was a motor stall and recovery on (B)(6) 2017 with an 8 minute duration and the patient had had hernia surgery a month ago. Pump replacement was being considered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a healthcare provider via manufacturer's representative on 2017-may-15. The provided pump logs from (B)(6) 2017 show that elective replacement indicator (eri) occurred on (B)(6) 2017 at 4:!5 with a replace by date of (B)(6) 2017, and a motor stall on (B)(6) 2017 at 19:28 followed by a recovery at 19:36. The pump was replaced on (B)(6) 2017. It was noted on the logs that the patient's dose per day was reduced by 80%, from 2.7.98 mg/day to 2.201 mg/day, the pa dose was reduced from 0.400 mg to 0.220 mg. The pa duration was changed from 00.02 (h:m) to 00:01(h:m), the dose restriction interval was changed from 5/12: (h:m) to 10/12: (h:m), and the maximum activations/day was changed from 5 to 10. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
Analysis of the pump on 2017-jun-28 revealed a motor feed-through anomaly regarding shorting across the insulator. Analysis noted that electrochemical migration across the electrical feed-through insulator that caused an electrical short. Because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.